Event description:
The physician attempted to deliver a resolute integrity rapid exchange drug eluting stent to the lad, which was reported to be highly calcified and tortuous. The lesion was predilated. The device failed to cross the lesion and upon removal stent damage was noted. No other clinical sequelae reported.

Manufacturer narrative:
Evaluation: results: inherent risk of procedure (failure to deliver stent and stent deformation). Patient condition affected effectiveness of the device (patient lesion morphology, highly calcified lesion). Evaluation: conclusion: device failure/lack of effectiveness related to patient condition device (patient lesion morphology highly calcified lesion). (B)(4).